Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No prime alarms were noted. The insulin pump was received with a stripped battery cap coin slot. The insulin pump was received with a corroded battery tube and battery cap contact.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital she developed high blood glucose and was treated in the hospital. The blood glucose reading at the time of hospitalization was 271 mg/dl. Customer stated that she was unable to remove the battery cap. Nothing further was reported.